Event description:
Complainant indicated that a user inadvertently delivered a discharged to another user which resulted in a death. Complainant indicated that the device has been forwarded to a police department while under investigation for this incident.